Event description:
Clinical adverse event received for unclear intermittent knee pain. Device relatedness: possibly related. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).